Manufacturer narrative:
The customer contacted siemens to report that a single falsely depressed vancomycin test result was obtained from a dimension vista 1500 instrument. Siemens reviewed the available information and found multiple reagent arm 2 clog detect errors and aliquot probe sample aspiration errors had been generated by the instrument. The operator was instructed to clean all server 1 probes and the aliquot probe. A check was run with acceptable results. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The cause of the falsely depressed vancomycin test result is unknown. The instrument is performing within specification. No further evaluation of this instrument is needed.

Event description:
A falsely depressed vancomycin test result was obtained from a dimension vista 1500 instrument. The initial result was released to a healthcare provider who requested a repeat. The same sample was repeated on an alternate dimension vista 1500 instrument and the repeat result was reported to a physician(s) as the correct test result. There are no known reports of adverse health consequences due to the falsely depressed vancomycin test result.